Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported trouble with their therapy the last couple of months. They reported a vibrating sensation that they found to be bothersome but not painful. It was mentioned they weren't leaking but had bowel residue when they went to the bathroom. The patient was currently feeling stimulation. No trauma or falls were reported that could be related to the issue. They did mention they did yoga and water aerobics and stated the yoga seemed to make the vibrations worse even though the bothersome vibrations were felt constantly. It was noted that the patient saw the doctor about 2 weeks ago, and all of their programs were cleared and was given only one new program. Indications for use were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.